Event description:
The ra lead did reveal noise when patient was clapping and pressing their hands together. A conservative approach of "continuing to watch" was taken and no programming changes were made. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).